Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was multiple large bubbles were present in the tubing length and were coming out from reservoir. The customer also reported that the they experienced high blood glucose. The customer was treated with manual injection and correction bolus using the insulin pump. No harm requiring medical intervention was reported. The customer reported that they did not allege insulin pump was under delivering. The customer also reported that the insulin pump had cracked in reservoir lip ring and reservoir was able to lock in place. The reservoir will not be returned for analysis.